Event description:
Rptr's training institution provides EKG/voice tape audits of automated external defibrillators for over 380 basic and first reponder services under contract as mandated by state ems regulations. While reviewing this tape of a cardiac arrest situation the machine did not shock what rptr interpreted to be a shockable rhythm. This particular machine continuously analyzes the rhythm and alerts the users when a shock is advised.